Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the medical record received. The following sections of this report have been updated: corrected b3, additional information added to b5, additional information added to b7, corrected h6 health effect - clinical code, and corrected h6 investigation findings. Based on the medical records, investigation results suggest patient factors (palliative radiation treatment for stage IV non-small carcinoma) may have contributed to this event. However, a definitive root cause remains unknown.

Event description:
Per the medical record received, prior to valve in valve, the patient presented with progression of shortness of breath, lower extremity edema and fatigue related to aortic stenosis. Tee prior to valve in valve shows ava 0.5 cm2 and av mean pressure gradient 30 mmhg. The patient underwent a successful valve in valve.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. With the limited information available, the exact cause of the sapien 3 valve calcification is unknown but may be related to the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by an edwards lifesciences field clinical specialist, the patient underwent a valve in valve procedure approximately 6 years and 4 months post implant of a 23mm sapien 3 valve in the aortic position. Failure mode is stenosis. Per review of the imagery by an edwards lifesciences clinical imaging specialist, CT shows that the 23mm sapien 3 valve is well-expanded and in good position. There is mild halt at the base of each cusp. There is calcification and thickening of all 3 cusps. The patient is reported to be doing fine post valve in valve.